Manufacturer narrative:
B3: event date is estimated.

Event description:
It was reported that one of the patient's leads are causing therapy to be delivered to the incorrect body area and ineffective stimulation. Surgical intervention may be pending to address this issue.

Event description:
Additional information received reports that the patient underwent surgical intervention on (B)(6) 2025 in which the leads were explanted and replaced.

Manufacturer narrative:
Correction b5: it was reported that one of the patient's leads are causing therapy to be delivered to the incorrect body area and ineffective stimulation and the other lead had high impedances. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that one of the patient's leads are causing therapy to be delivered to the incorrect body area and ineffective stimulation and the other lead had high impedances.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.